Manufacturer narrative:
(B)(4). No additional details were provided by the treating center.

Event description:
Culture results were provided by the physician.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Neuropace was informed on 10/2/2019, that the patient's craniotomy incision site had dehisced, exposing the neurostimulator. The patient was scheduled for wound washout and device replacement on (B)(6) 2019. During surgery, the ferrule was also removed and a new ferrule was implanted. No further information was provided by the treating center.